Event description:
Customer called to report that the unicel dxc 800 synchron system generated suppressed results with a "blank absorbance high" error and erroneous triglyceride results that were less than 10 milligrams per deciliter. Customer also reported that after loading new reagent cartridges, the instrument gave an error stating that the chemistry cartridge cuvette was not dry before the first reagent was dispensed. Customer received normal results after running the patient samples on another instrument. The customer technical specialist assisted customer with troubleshooting the instrument and generated a service request. On the following day, the field service engineer inspected the instrument and replaced the manifold assembly wash valve and the level sense assembly. Customer stated that results could not be provided because patient data was not available in their database.

Manufacturer narrative:
Although the cuvette error message described indicates that there was a hardware malfunction, the root cause of the instrument issue could not be determined; however, the repairs listed effectively resolved the issue. (B)(4).